Event description:
It was reported that during a gastrectomy procedure, the nurse noticed that the blade was broken when it was wiped after the operation. It was broken out of the body and the broken piece was already removed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.